Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial events appear to be falling in blanking/refractory at times possible triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.